Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic valve via transfemoral approach, the closure device malfunctioned at the end of the procedure and the operator inadvertently caused a vascular tear/complication in left groin where 7fr sheath was placed for angiographic catheter access. Balloon was inflated in left femoral artery to maintain hemostasis. The patient underwent vascular cutdown to repair the vessel and is in stable condition. All edwards products and devices functioned and performed as intended. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 22-aug-2023 for mw5121113. Correcting procode.